Event description:
Info received indicates the head section is drifting down over night.

Manufacturer narrative:
The technician found the valves for the head up, head down and CPR functions were not functioning. He replaced the three valves to repair the bed. The bed functioned properly after the repair.